Event description:
Cervical specimen was analyzed for (B)(6) on the (B)(4) genexpert system. (B)(6) result analyzed as (B)(6). Result called to provider. Provider questioned result and request testing. Upon repeat testing using the same sample, result was (B)(6). Microbiology supervisor contacted vendor, (B)(4), and asked them to investigate the reason for this discrepancy. (B)(4) explained that this was due to a software glitch. The initial result should have been called invalid by the software. However, it was called (B)(6) by the software. Vendor states that they saw a few examples of this during their validation and that they are working on updating the software moving forward. Vendor recommended additionally checking the result curve to compare to the (B)(6) result and the endpoint result to verify results. Dates of use: (B)(6) 2013.